Event description:
The patient used the suspect device to check their blood glucose and the result was hi. Pt then took 10 units of insulin and retested about twenty minutes later. The retest value was 529 mg/dl. Pt then took more insulin. Pt started to have seizures and their friend tested their glucose at 195 mg/dl. Their friends gave pt soda and food. Three hours later pt received treatment from emergency medical technician. Level 1 glucose control was out of range and level two control was out of range when tested. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.